Event description:
The customer alleged questionable test results for two samples from one patient using the intact human chorionic gonadotropin + the ss-subunit (hcgss) test. On (B)(6) 2012, the laboratory received a sample to be tested for hcg+ss on a patient with a suspected ectopic pregnancy. The hcg+ss result was 0.1 mui/ml with a data flag, and was reported to the doctor as < 0.1 mui/ml. Approximately five hours later, a second sample was sent. The hcg+ss on the second sample was also 0.1 mui/ml with a data flag, and was reported to the doctor as < 0.1 mui/ml. Based on these results, the doctor sent the patient home. On (B)(6) 2012, the patient returned to the clinic with a ruptured ectopic pregnancy, and surgery was performed. The patient is currently at home and is well. On (B)(6) 2012, the samples from (B)(6) 2012, were retested. Both samples yielded hcg+ss results of 10,000 mui/ml with data flags. Both samples were tested again with results of 10,000 mui/ml with data flags. Both samples were then diluted and retested; the first sample yielded a result of 20,041 mui/ml; the second sample yielded a result of 22,241 mui/ml. The hcg+ss reagent lot number was 167584, with an expiration date of 07/31/2013. Review of calibration and quality control records determined there is no obvious reagent issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. The event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. Calibration and quality control results were within specification. No reagent issue was identified. Further investigation determined the customer was not using the recommended rack adaptors when running the samples. In addition, the clotting time allowed for the sample may have been too short, and it was found the laboratory's humidity level was below that recommended by the manufacturer.